Event description:
N/a.

Manufacturer narrative:
Device not returned: at this time, the customer has not requested getinge to evaluate the iabp. Additional information is being requested from the customer with regard to the repair and status of the iabp. A supplemental report will be submitted if this information is provided to us.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp), immediately after insertion, the iabp would not zero. When the "zero pressure" key was depressed, the clicks could be heard, but the iabp continued to display "no zero". The arterial waveform was displayed correctly and went flat correctly during the attempts to zero. Changing the console solved the problem. No patient harm, serious injury or adverse event was reported.